Event description:
Initial interrogation of dual chamber pacemaker showed battery and lead measurements unavailable, lead issue warning displayed. Free run shows sinus brady at 50 bpm with 3 second pauses in lead I. No paced beats noted. Atrial and ventricular egm's not functioning. Magnet rate testing shows sinus brady at 50 bpm. Atrial and ventricular capture thresholds and non-capture noted at maximum outputs in bipolar and unipolar. When device was rechecked it showed normal pacing, sensing and lead impedances. Medtronic tech services was unsure of why the device function, questions device integrity. Reviewed with cardiologist who felt it would be appropriate to change out the pt's device and this was done.